Event description:
The healthcare professional reported injecting 0.5cc of evolysse smooth into the lips of a patient. Approximately one (1) month post injection the patient experienced a tingling in the lips. The hcp states the injection was done by transferring the product into a bd syringe and used vertical threads at a superficial depth.